Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
An a1059 skull clamp was applied to a male patient by the fellow surgeon. The clamp appeared to be placed appropriately on the patient's head; it was in between the sweatband and the single pin appeared to be perpendicular to the rocker arm pins. The fellow surgeon applied approximately 70-75 lbs of pressure on the torque knob. The positioning appeared to be fine. The patient was flipped into a prone position for a cervical spine surgery. After the patient was flipped, everything appeared to be holding. - the surgeons then decided to flex the patient's neck and the skull clamp appeared to slip. After, there was approximately 40lbs of pressure on the torque knob. The patient sustained a 3 centimeter laceration on his left side. The posterior pin on the rocker arm side was the pin that slipped. Integra mayfield disposable adult skull pins were used. There was a delay in surgery of 20 minutes. The laceration was stapled and an a2000 clamp was placed on the patient properly with no issues. After the clamp was cleaned, the integra territory manager inspected the clamp and noted that the torque knob was not springing back completely. The integra territory manager attended this surgical case as the physician has had 3 previous incidents involving skull clamps that have had pin slippage. Additional information has been requested. Linked to mfg report numbers: 3004608878-2014-00135, 3004608878-2014-00136, and 3004608878-2014-00169.